Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). For the last couple weeks, the pt did not feel like their ins or their controller was holding a good charge. The pt charged their ins and controller every sunday to 100%. Usually by next sunday, the ins would be at 40% or 50% while the controller would go to 60%. Now after 2 days, the ins and controller battery were down to 70%. The other day, they forgot to charge the device for 2 days, and both batteries were down to 50%. The pt mentioned starting about 2 weeks ago, they felt unexpected stimulation. The pt was set to get a EKG today, and when laying down at the doctor office, the therapy kicked on even though they had it turned off. The pt said this was the second time it did this. The patient was redirected to their healthcare provider to further address the issue.